Event description:
It was reported to philips that system would not start and display a "¿validating network please wait¿ message. No harm to user or patient was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to host pc not starting. Fse manually started pc and system started successfully. Fse removed the host pc, cleaned, replaced 3v battery and checked internal connections and os hd connection and reassembled. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.